Event description:
It was reported that, "the above pca non modular acetabular shell 58 x 32mm and 32mm pca head were removed. The liner was eccentrically worn and spinning within the metal shell." It was reported that the revised devices were implanted approximately 20-25 years ago.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If device or additional info becomes available, it will be submitted on a supplemental report.